Manufacturer narrative:
This MDR was generated under protocol(B)(4) , as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal on bottom case and plunger assembly removed. The top case (both front corners), right plunger case and bottom case at l-bracket mounting surface were cracked, the bottom case screw was missing and the left plunger case screw boss was broken off. A review of the event history log found evidence of motor rate error in the history. Functional testing using the occlusion test was performed and during testing, motor rate error was duplicated. The root cause of the problem was that the worm coupling did not operate as intended. To resolve the problem, the worm coupling was replaced and as a preventive measure, the leadscrew and clutch halves were replaced.

Event description:
It was reported that the pump displayed motor drive errors and travel errors. No additional information available. No patient injury was reported.